Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a resection of benign lesions of the jaw open procedure, the needle was detached from the thread when passing through the first layer of gums. Another suture was used to complete the case. There was no patient injury.